Event description:
Elevated blood glucose was reported despite delivering boluses through infusion device. No alerts or errors were rec'd on infusion device. On (B)(6) 2010 at 8:54 a.m., blood glucose 206 mg/dl. Pt ate and bolused through infusion device. At 11:49 a.m., blood glucose was 213 mg/dl. Pt ate and bolused through infusion device. At 4:52 p.m., blood glucose was 284 mg/dl. Pt ate and bolused through infusion device. At 11:00 p.m., blood glucose was 210 mg/dl. Pt delivered correction bolus through infusion device. Pt reported similar patterns on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. Blood glucose elevated as high as 325 mg/dl. Pt started using a different infusion device on (B)(6) 2010 and has experienced no further concerns. Insulin cartridge, infusion needle, and infusion tubing are changed every 2-3 days. Insulin cartridge is only used once. Battery setting was programmed correctly on infusion device. Infusion device was not exposed to water or electromagnetic fields. Pt did not lose consciousness or require hospitalization. Target blood glucose is 100-150 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If the info is obtained, it will be provided in the supplemental report.